Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient may have to undergo painful and risky revision surgery due to the hip implant not functioning as intended. Update rec'd (B)(4) 2012 - pfs and medical records received. Part and lot provided. A correct doi and dor was given for the right hip. After review of the revision operative note for the right side there was no mention of loosening or metallosis. The two unknown hips are being changed to the liner and head from the right primary operation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/17/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported increased cobalt, pain, low back pain, leg pain, hip popping out, cannot sit/stand/lay down in one position for more than an hour . See (B)(4) for dislocation with closed reduction of right hip. Medical records reported decreased range of motion, soft tissue mass on MRI and during revision it was difficult to remove liner. Lab results for cobalt were greater than 7 parts per billion. Stem added to complaint. The complaint was updated on: apr 6, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and elevated metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2013; right hip.